Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirts during priming. Customer stated the insulin pump had unexplained no delivery alarms, big crack from top to bottom by battery, rejected new batteries and rainbow effect on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No missing segments or partial display anomalies, no delivery alarms or occlusion anomalies and prime/fill anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing. No unexpected failed battery test alarms noted during testing or in the device trace download. Unable to verify charge/battery lasts less than expected due to no battery received with unit. Tested with a test p-cap and the test p-cap locked in place properly. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. (B)(4).